Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard bc pro winged 20gx1" the needle did not retract. There was no report of patient impact. The following information was provided by the initial reporter: when I removed the catheter guide, it did not return safely when I pressed the white button.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte autoguard bc pro winged 20gx1" the needle did not retract. There was no report of patient impact. The following information was provided by the initial reporter: when I removed the catheter guide, it did not return safely when I pressed the white button.